Manufacturer narrative:
(B)(4). Batch # r58v6v. Investigation summary: the analysis found that one ec60 device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. After further analysis of the reload, it was notice that the one piece sled was noted to be damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, could not fire on the third firing. Changed a new reload to complete the surgery. There was no patient consequence reported. No additional information can be provided.